Event description:
A report was received that the patient had an abscess on top of the lead site. The physician was unsure if the patient had an infection or not. The patient was administered a shot of ancef medication and was prescribed keflex medication, but the patient did not notice any improvements. The patient was referred to another physician to discuss revision and further assessment of possible infection.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the erosion of the leads. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Manufacturer narrative:
Sc-2352-70 (sn (B)(4)): device evaluation indicated that the leads passed visual test performed. The leads exhibited normal device characteristics. Devices were sterilized and no anomaly noted in the sterilization record. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the leads were cleanly cut approximately 24 cm from the proximal ends. The damage to the lead was consistent with damages done during the explant procedure and were not considered a failure. Devices were sterilized and no anomaly noted in the sterilization record. Sc-1132 (sn (B)(4)): device evaluation indicated that the ipg passed visual and performance tests. The device exhibited normal device characteristics. Device was sterilized and no anomaly noted in the sterilization record. Sc-4316 (lot# 16744664): device evaluation indicated that the clik anchor passed visual test performed. The device exhibited normal device characteristics. Device was sterilized and no anomaly noted in the sterilization record.

Event description:
A report was received that the patient had an abscess on top of the lead site. The physician was unsure if the patient had an infection or not. The patient was administered a shot of ancef medication and was prescribed keflex medication, but the patient did not notice any improvements. The patient was referred to another physician to discuss revision and further assessment of possible infection.

Event description:
A report was received that the patient had an abscess on top of the lead site. The physician was unsure if the patient had an infection or not. The patient was administered a shot of ancef medication and was prescribed keflex medication, but the patient did not notice any improvements. The patient was referred to another physician to discuss revision and further assessment of possible infection.

Event description:
A report was received that the patient had an abscess on top of the lead site. The physician was unsure if the patient had an infection or not. The patient was administered a shot of ancef medication and was prescribed keflex medication, but the patient did not notice any improvements. The patient was referred to another physician to discuss revision and further assessment of possible infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial/lot #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-2218-50, serial/lot #: (B)(4)/1008576, description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that there was infection and ipg was affected. Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.